Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include aneurysm growth and endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the initial proximal aortic neck length was 7-8 mm with 60 degrees of angulation. The patient developed a proximal type I endoleak. A follow up CT dated (B)(6) 2014, revealed aneurysm sac enlargement from 6.3 mm to 6.6 mm. On (B)(6) 2014, there was a reintervention, the physician implanted a pxa280300/9185085 device just a few mm above the initial 28 graft, and several aptus staplers were placed. Final angio showed endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Patient medications: cipro and lisinopril.